Manufacturer narrative:
In the original communication on (B)(4) 2013, the lab supervisor, agreed that a complaint needed to be opened concerning the incident. We requested info from them on whether the instrument was in clinical use at the time of the event, if the aptt result impacted pt therapy and requested that they provide a data back-up from the instrument. In a f/u communication with an il field rep, the customer indicated that they wanted the complaint investigation stopped. The customer will not be providing a data back-up from the instrument and indicated no further info would be forthcoming. Based on the above, further investigation is not possible by instrumentation lab. Note: different formulations of aptt reagent can generate different results and so comparison of the two values presented is not meaningful. Interpretation of the results can only be made relative to each product's rep reference range, and in the case of a heparinized pt, the heparin response curve for the particular lot of reagent.

Event description:
On (B)(4) 2013, the customer reported an event from (B)(6) 2013 to instrumentation lab. According to the customer, a pt with renal failure bled to death. Physicians at the facility were inquiring as to how to prevent such events from occurring in the future. The customer verbally stated that the acl top 500 cts in use at the time correctly reported an aptt result of 46 seconds of aptt. The customer also performed an aptt assay on their stago, which reported a result of 30 seconds. The customer also indicated that multiple pts were involved, but that only one had expired. There was no indication that the acl top 500 cts malfunctioned or was involved in the pt death.